Manufacturer narrative:
Investigation summary: bd had not received samples or photos for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identifiy a root cause for the indicated failure mode. H3 other text : see h10.

Event description:
It was reported the unspecified vacutainer eclipse blood collection needle experienced a safety shield failure and a needle stick injury - post use occurred. The following information was provided by the initial reporter. The customer stated: there was an "incident in my team whilst using one of the bd vacutainer eclipse. The safety part of the needle came off after use resulting in a member of my team suffering a sharp injury."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed and the franklin lakes FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported the unspecified vacutainer eclipse blood collection needle experienced a safety shield failure and a needle stick injury post use occurred. The following information was provided by the initial reporter. The customer stated: there was an "incident in my team whilst using one of the bd vacutainer eclipse. The safety part of the needle came off after use resulting in a member of my team suffering a sharp injury."